Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 2nd april 2025, it was reported by an arthrex employee via email that for an ar-4500, meniscal cinch, the anchor was pulled out. This was detected during a meniscus repair procedure on (B)(6) 2025. The procedure was completed successfully by using another new ar-4500. There was no patient harm, and no secondary procedure needed.the knot pusher/cutter type is ar-4515.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpacked ar-4500, meniscal cinch, batch 15116180, was received for evaluation. - upon visual inspection, it was noted that the device arrived for evaluation with trocar #1 and #2, as well as the detached sutures and implant. Trocar 1 and 2 were bent and therefore, functional testing was not performed due to the damage to the device. - the most likely cause is attributed to misuse due to prying/leveraging the device during use. - the complaint allegation is confirmed. - refer to the investigation photos.